Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that [the image was noisy] occurred due to charged coupled device failure caused by cable failure. It is presumed that flooding occurred at cable and the cable was broken. The event can be detected by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head¿s image is severely distorted. The event was observed during reprocessing. There was no procedural delay, and the patient was not under anesthesia. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a defective charged coupled device unit and an imaging component failure. Additionally, it was noted that there was cable leakage and there was physical and/or chemical stress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.